Event description:
On (B)(6) 2012, the company received a report from a pt wife claiming that she was not able to pass a catheter down the tube. The caller reported this occurred on two different tube. This report is associated to the second occurrence reported on MFR # 2936999-2012-00060/(B)(4).

Manufacturer narrative:
Per phone conversation on (B)(4) 2012 with covidien technical service rep, someone picked up the trach. The caller claimed someone from lifecare solutions has the sample. At this time, the sample has not been returned to our mfg plant for investigation. When the sample arrives, a sample analysis will be performed and investigation results will be provided in a supplemental report.